Manufacturer narrative:
The customer biomed left a message with ge healthcare technical support advising the issue and requesting technical support. The customer biomed called back to cancel the service call. There was no ge employee visit to this site, therefore the repair is unknown. No further information is available. No report of patient involvement. Unique device identifier - (B)(4).

Event description:
The hospital reported that the unit is failing the vent leak test at check out. Gives message "cannot empty bellows". There was no report of patient involvement.